Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a missed refill. The patient had an unrelated surgical procedure for a spinal fusion surgery, where harrington rods were placed. While in the hospital due to the unrelated procedure, there were communication issues between the healthcare providers (hcp) and the pump was not refilled as scheduled. The patient later experienced withdrawal symptoms. Specific symptoms were not provided. A critical alarm sounded and upon further investigation it was noted the pump was indeed empty. The hcp updated the pump with an inaccurate reservoir volume, silencing the critical alarm until patient could be refilled. The patient was then refilled without complication, and the reservoir volume was then corrected on (B)(6) 2012. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, product type programmer, physician. Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).